Manufacturer narrative:
Qn# (B)(4), the customer provided two photos for analysis. The first photo shows the guide wire tubes within unopened kits, and the distal ends of the guide wires were protruding past the tube adapter hub. The second photo shows the guide wire within the tube appearing kinked and exiting the slit in the guide wire tube. The customer returned also eleven (11) unopened ra-04122 kits. Visual analysis confirmed that the guide wires were protruding past the tube adapter hub in seven (7) out of 11 kits. Of those 7 kits, the guide wire handles were not adjacent to the tube hub resulting in guide wire tip protrusion. One of the kits was opened, and the handle was approximately 1 cm distal from the guide wire tube hub. During functional testing, one of the needle cannulas did not appear to be centered within the hub, and there appeared to be a perimeter of flash within the adapters. The catheterization devices were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "where required, attach spring-wire tube assembly to hub of needle. Remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function." One of the catheterization devices was opened and despite the guide wire protruding past the tube adapter hub, the guide wire tube assembly was attached to the needle hub. Resistance was observed due to the guide wire misaligning with the cannula opening, and the guide wire kinked towards the distal tip. The severity of the kinking shown in the customer photos matches the customer report that the guide wire kinked during assembly and subsequently kinked further while trial advancing the guide wire into the needle cannula. The IFU also states, "precaution: prior to insertion, ensure guidewire is returned to the original position before insertion or blood flashback may be inhibited." One of the catheterization devices was opened, and the guide wire handle was retracted back to the intended position prior to attaching the guide wire tube assembly to the needle. Both components assembled as intended without damage to the guide wire. The guide wire handle was advanced, and the guide wire advanced through the needle cannula with little to no resistance. It was noted that during reassembly of the tube adapter into the needle cannula, the cannula appeared to interact with the sides of the opening and/or a perimeter of flash within the adapter resulting in damage. A device history record review was performed, and there was one potential finding; however, it was determined the finding was not the same as/relevant to this event. The instructions for use (IFU) provided with this kit warns the user, "if the package is damaged or unintentionally opened before use do not use the device. Dispose of the device. Precaution: prior to insertion, ensure guidewire is returned to the original position before insertion or blood flashback may be inhibited. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of guide wire mispositioned and guide wire kinking was confirmed by complaint investigation of the returned samples and the customer photos. The customer returned eleven unopened sets, of which seven sets displayed the distal ends of the returned guide wires protruding past the tube hub adapter. Finished good ra-04122 consists of two components - guide wire tube and catheter/needle - which are assembled by the user via insertion of the hub adapter into the needle hub. If the guide wire handle is not in its original position prior to assembly, the guide wire is exposed past the adapter, making it prone to damage against the hub adapter or needle cannula. Additionally, evidence of material flash was observed in the connector hub component which could contribute to the resistance reported by the customer. Manufacturing was consulted and stated the potential of mispositioning of the guide wire during assembly and the flash within the adapter will need to be further investigated at the manufacturing facility. Based on these circumstances, manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "the customer stated that the issue occurred when they connected the needle hub as it was delivered, with the wire slightly protruding, and that in many cases, there was resistance or kinking when advancing the guide wire." This was found during inspection.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the customer stated that the issue occurred when they connected the needle hub as it was delivered, with the wire slightly protruding, and that in many cases, there was resistance or kinking when advancing the guide wire." This was found during inspection.